Event description:
It was reported that at the conclusion of a CT guided biopsy procedure, the patient experienced cardiopulmonary arrest. The patient expired despite resuscitative attempts.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.